Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the lens met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested on 02/16/2012 and 03/12/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A nurse reported that an intraocular lens (iol) was exchanged due to the lens being displaced into the sulcus. Additional info has been requested.